Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: a4: weight should have been 180 rather than 250.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient device received the message stating the ipg had reached end of service. Surgical intervention may take place at a later date to address the issue.